Manufacturer narrative:
The device is being investigated. When the investigation is complete, a supplemental MDR will be filed.(B)(4)

Manufacturer narrative:
Device evaluation: the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
When the pump was inquired during a refill appt, the programmer displayed error messages. The pump was stopped and the pt was supplemented with oral medication. The device will be explanted and returned at a later date.

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. (B)(4).